Manufacturer narrative:
The device was not returned for evaluation. The lot history record (lhr) could not be reviewed and a similar complaint query could not be performed because the product was not returned for evaluation and the lot number was not reported. Based on the information provided, a conclusive cause for the reported difficulty could not be determined. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Na

Event description:
It was reported that the procedure was to treat a lesion in the right popliteal artery. A 4.5x120mm supera self expanding stent system (sess) was advanced to the lesion. After deploying the stent, the physician pulled back the delivery system and the stent pulled back into the 6 french sheath. Both were removed from the anatomy and another supera was successfully implanted to complete the procedure. There was no adverse patient effect or clinically significant delay in procedure. No additional information was provided.